Event description:
It was reported that the electrode was "deformed" and had blackened on the plastic part after treatment. Red "plaque" was observed on the pillar of patient's tonsil.

Manufacturer narrative:
This is considered reportable since the device malfunctioned and if the malfunction were to reoccur it could potentially be a serious injury event. If additional relevant data becomes available a follow up report will be submitted.